Event description:
Pt called alleging erratic readings on the lfs meter. Pt reported blood glucose results of 139 mg/dl and 180 mg/dl with a lifescan meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <=20 mg/dl, thereby indicating a potential malfunction of the meter in terms of precision. While troubleshooting with customer service, found out that meter would not power on even after replacing the batteries. Customer service is sending a replacement meter for pt.